Event description:
It was reported that the user experienced a severe low blood glucose event with a recorded value of 39 mg/dl following a preceding high, treated initially with a peanut butter and jelly sandwich and juice, after which ems provided oral glucose and transported the user to an emergency department. Symptoms included hypoglycemia. Outcomes included emergency medical services intervention and an emergency room visit with discharge the same morning. Investigation included troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia remained unclear with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.